Event description:
The user facility alleges two events where the holder securing the endotracheal tube to the pt was disconnecting from its adhesive base. There has not been any pt compromise due to these alleged events.